Manufacturer narrative:
Approximate age of device ¿1 day. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported during implant procedure, a piece of the tunneling adapter broke off and was retained inside the patient. The account reported that the driveline was able to pulled through the skin, but broken leaflet from tunneling adapter was unable to be retrieved from inside the patient. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report that a piece of tunneling adapter broke off during the implantation of the device was confirmed through a photograph that was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system. The heartmate 3 left ventricular assist system instruction for use describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. No further information was provided. The manufacturer is closing the file on this event.